Event description:
It was reported to the manufacturer by police department personnel that during an attempted rescue of a suspected cardiac arrest victim, the device delivered the appropriate shock and converted the patient's arrhythmia. Subsequently, the device recommended and delivered a second shock when the rhythm was non-schockable. The patient survived after the second shock. The patient's rate then changed and the device did not recommend an additional shock. The AED and the battery were subsequently returned to the manufacturer for evaluation and found to perform within specification.

Manufacturer narrative:
The AED was found to perform a rescue within specification. This is a nonshockable rhythm and should not have been found as a shockable rhythm. The relatively long period at the beginning of the analysis (3.7 seconds) without a complex, caused the analysis algorithm to look for increasing small "peaks." The high frequency baseline noise was above the minimum threshold amplitude and interpreted as shockable. This event has been forwarded to the engineering staff to be used to improve the analysis algorithm.